Event description:
It was reported that stent damage occurred requiring additional intervention. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left main to left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5 mm x 10 mm non-boston scientific balloon catheter. After the 4.00 x 28 synergy ii drug-eluting stent was placed, post-dilatation was performed. However, during the procedure, the physician noticed on the cine that the stent struts were deformed. The procedure was completed with another of the same device to cover the deformed stent. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).